Event description:
The device reportedly did not deliver a defibrillation shock to a patient on the initial attempt. The therapy cable was replaced and the device was reported to operate properly throughout the remainder of the reported event. The patient's outcome and details were not reported.